Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27 mm navitor valve was implanted in a patient with a large flexnav delivery system. It was reported the annular dimensions of the patient's native valve was 75.3 mm for perimeter and 24.0 mm for diameter. A pre-dilation with balloon aortic valvuloplasty (pre-bav) was performed. It was reported there was sufficient calcium to allow seating of the valve. There was mild calcium distribution on the right coronary cusp and left coronary cusp and moderate calcium on the non-coronary cusp. It was reported there was no anatomical or tissue/calcium interference affecting expansion, no retraction difficulties, and the final implant depth was 3mm at the non-coronary cusp. It was noted post-procedurally, there was none to trace paravalvular leak reported. It was later reported on (B)(6) 2023, during a follow up echocardiography, the paravalvular leak had worsened to mild to moderate. It was reported the patient was inpatient at hospital and no treatment was provided for the paravalvular leak. No additional information was provided hospital.

Manufacturer narrative:
An event of the paravalvular leak after implant was reported. Information from the field indicated that there was no calcification affecting expansion, there were no deployment difficulties, and the implant depth was 3mm (non-coronary cusp). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.